Event description:
The number of affected channels had increased when the user was seen at a follow-up appointment on the (B)(6) 2021. The clinic and parent would like to pursue a revision for the left ear in the same surgery to place a ci on the right. However, no date for surgery has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. In addition one electrode contact was found extra-cochlea during re-implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a follow-up appointment on (B)(6) 2021, the number of affected channels had increased leaving 7 channels available. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The number of affected channels had increased when the user was seen at a follow-up appointment on the (B)(6) 2021.